Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported, "before use, the reservoir vamp was unfastened". There were three units reported. See medwatch report numbers 6000002-2007-51920 and 6000002-2007-51940. There were no further details provided.